Event description:
It was reported that the insulin pump was delivering boluses that the customer did not program, causing low blood glucose levels. It was stated that the customer treated with juice and glucose tablets. It was stated that the customer called for aid, but kept hanging up the phone due to feeling dazed. Troubleshooting was performed, and the insulin pump was programmed correctly. Found multiple fixed prime and manual prime deliveries over a three day period while the customer was connected to the infusion set. It was stated that the customer did not program these primes intentionally. It was stated that the insulin pump was not exposed to high magnetic fields. Unable to conduct the displacement test due to lack of supplies. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.